Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced both surgeon side console (ssc) common compute controller (ccc) and the vision side cart (vsc) ccc. The system was tested and verified as ready for use. The vsc ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The vsc ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it functioned as expected. As a result of these findings, the root cause was determined to be a bricked ccc. The first ssc ccc has been evaluated by fa. The unit was bench tested which resulted in a bricked ccc, replicating the reported event. As a result of the test and findings, fa was able to conclude that this root cause is the ccc had been bricked/corrupted. The second ssc ccc has been evaluated by fa. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed onto a golden system where a failure was triggered indicating faults on the ccc was brick/corrupted, replicating the reported event. As a result of this finding, fa was able to conclude that the ssc ccc was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was not powering on, with both the consoles and tower indicating that the system was not connected and the insufflator was disabled. Prior to contacting technical support, multiple power cycles and reseating of the blue fiber cables were attempted, but these actions did not resolve the issue. The caller mentioned that the robot cart displayed a solid blue led, while the tower and both consoles had flashing blue leds. As a result, the decision was made to abort the procedure to a xi system.